Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture, r-wave amp variation, low pacing impedance, and low defib impedance. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the blood/ tissue in the helix region and overtorque of the inner coil. The reported events of lead dislodgement, failure to capture, r-wave amp variation, low pacing impedance, and low defib impedance were not confirmed. Electrical testing was normal.

Event description:
It was reported that the right ventricular (rv) lead exhibited low sensing, low pacing impedance, low defibrillation impedance and failure to capture. Fluoroscopy was performed and revealed a dislodgement of the rv lead. While attempting to reposition the rv lead, the helix exhibited failure to extend. The rv lead was explanted and replaced. The patient was in stable condition.